Event description:
It was reported that during dialysis catheter placement, the hub of the catheter was allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one glidepath d/l 14.5 f catheter was returned for evaluation. Gross visual and microscopic evaluations were performed. The investigation is unconfirmed for cracked/damaged connector, as no damage to the luer adaptors was identified. However, the investigation is confirmed for partially circumferential tears, as two partially circumferential tears in the tubing oversleeve were identified approximately 1 mm and 5 mm from the distal end of the red luer. The edges of the smaller tear approximately 1 mm from the distal end of the luer appeared to be mostly straight with some slight jaggedness, whereas the larger tear approximately 5 mm from the distal end of the luer appeared to have jagged edges and inclined break surfaces. The silicone material near either side of the larger tear appeared to be thinner than the rest of the tubing oversleeve wall. The extension leg appeared to be torn under the larger tear in the tubing oversleeve near the distal end of the luer adapter barb. The tear in the extension leg also appeared to have an inclined break surface. H10: g4. H11: d10, h3, h6 (device 4008, method, results). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 05/2021).

Event description:
It was reported that during dialysis catheter placement, the hub of the catheter was allegedly cracked. There was no reported patient injury.